Event description:
It was reported that the patient experienced an infected lumbar wound and had a large seroma. The pump and catheter were explanted and the patient was noted to have recovered without sequela. The drug, dosage and concentration were not available. Additional information has been requested and will be made as follow up as it becomes available.

Manufacturer narrative:
(B)(4).